Manufacturer narrative:
This report is being supplemented to provide additional information based on results of third-party testing, follow-up with the customer regarding cleaning disinfection and sterilization practices (cds), and legal manufacturer's final investigation. Despite good faith attempts the user culture result report was not shared. However, the results were reported by the customer as: sampling date: (B)(6) 2023. Sampling site: biopsy tube. Number of colonies: 300 cfu. Bacteria name: unknown. The customer provided the following cds information: decontamination information: the device was pre-cleaned immediately after the procedure by scrubbing of surfaces with enzyme solution and biopsy tubes with enzyme suction, as required. Detergent used for pre-cleaning is enzyme solution. The equipment was manually cleaned within one hour of the procedure. The endoscopic channel was brushed during manual cleaning. Reusable brushes are used. Olympus original cleaning brushes are used. The cleaning and disinfecting solutions used for the endoscope are enzyme solution manufactured by shandong xinhua company, the sterilization solution is glutaraldehyde manufacture unknown. The equipment was properly rinsed prior to manual disinfection. All channels were rinsed with disinfectant and immersed in disinfectant. The water quality was checked during final rinse. General decontamination information: an automated endoscope reprocessor (aer) was used to reprocess the endoscope the device is dried using an air gun. The device is stored in a mirror storage cabinet. The device was not used for surgery prior to obtaining culture test results. The equipment was quarantined and not used after a positive microbiological test result was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that reprocessing was conducted insufficiently due to leakage of the device. The reported event was not confirmed as the scope was not microbiologically tested by olympus. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the instrument channel tube had leakage/pinhole. The insertion tube was scratched in multiple places. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the bronchovideoscope tested positive for an unexpected contamination. The issue was found during a routine culture of the scope. The procedure was completed with another set of device. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.